Event description:
Customer reported the system displays an interlock error and won't boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply and replaced the left monitor. System operates as intended.